Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative the reported driver was not identified and was not returned. Visual inspection of the as returned product identified signs of wear from use about the implant threads and within the drive feature. No pre-existing conditions were noted on the per. The reported implant was located on an unknown tooth site and removed the same day as placement. The reported event could not be recreated without return of the driver. The implant was functionally tested and found to assemble, retain, and disengage as normal with a mating driver tip (functional testing). Review of appropriate documentation: documents reviewed: zbinstsm rev. B 12/19; torque matrix - external connection; page 10-11 device history records (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (stuck components) or product (xifnt411 & biomet drivers). Therefore, based on the available information, device malfunction has not occurred, and the reported event was non-verifiable without return of the driver for testing.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that during the surgery the doctor was placing the implant and the driver did not disengage from the implant. Doctor proceed to remove the implant and place another implant in the same surgery. Tooth location not reported.